Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, non-sustained events in the vf zone were observed due to interferences on the ventricular channel. The events were recorded between (B)(6) 2010 and (B)(6) 2010. The physician tried to reproduce the noise but was unsuccessful. However, a slight increase in threshold was observed. The physician decided to monitor the patient. The lead remains implanted.